Manufacturer narrative:
The customer's meter was returned for investigation and tested with retention strips and retention high level control. The customer's test strips were not returned. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.7 inr, qc 3: 5.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 10:02 am the meter result was 4.1 inr. The customer did not believe the initial result and retested on the same meter using a different finger. At 10:09 am the meter result was 2.9 inr. The customer's therapeutic range is 2.0-3.0 inr.